Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter contact number (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, the synream bit broke during surgery. No information about surgery delay. No information about patient harm and surgery outcome were reported. This report is for one (1) 8.5mm medullary reamer head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history record review was performed on part # 352.085, lot # 25756: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 28.jun.2011. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed. Upon visual inspection, the returned article is broken into pieces. A device history record (DHR) review was performed for the affected lot, (B)(4) parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in june 2011. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that insufficient connection between synream pins and reamer head led to this damage or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the technique guide. No product fault could be detected. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery was prolonged by 30 minutes. There was no patient harm. Procedure was successfully completed. Fragments were generated, but they were removed by the surgeon.